Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was flipping the ipg and the anchoring sutures had torn free of the tissue. This caused discomfort for the patient. In turn, surgical intervention took place on (B)(6) 2024 wherein the ipg was placed deeper in the pocket and secure to address the issue.